Manufacturer narrative:
The device was returned as part of the asset return process: there is a gap between the acoustic lens and ultrasound probe, due to deformation of lock engagement knob, lock engagement knob rotates concurrently, due to wear of lock engagement lever, up/down knob cannot be locked securely, switch button 1 is deformed, up/down knob is deformed, forceps control lever is damaged, suction cylinder is deformed, adhesive on bending section is detached, due to wear of angle wire, bending angle in down direction does not meet specifications, and ultrasound case is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is a gap between the acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed gap between the acoustic lens and the ultrasonic probe issue could not be determined, however, the issue was likely the result of user handling/mishandling and or wear due to repetitive use. Olympus will continue to monitor field performance for this device.